Event description:
It was reported to philips that system was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly. A review of the system log files confirmed the reported malfunction. Upon functional testing, the fse found that the l2 braker tripped in m-cabinet. To resolve the issue, the fse replaced the l2 breaker in m-cabinet. After replacement the reported issue occurred again and the fse found that f2 breaker was tripping because of 230 power to secondary steris boom and monitor wire was damaged which was occurred by twisting of the monitor boom over 360 degrees. To resolve the issue, the fse installed power supply in the l-arm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.